Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called stating the buttons are not working on the insulin pump. Customer was working outside in the yard. The blood glucose reading is 141 mg/dl. Customer stated that the time does not change. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
No button response due to corroded keypad traces. The insulin pump had broken reservoir tube lip, cracked case window display corners and missing end cap sticker.